Event description:
The customer reported that the syringe of the ortho provue analyzer was leaking. The customer could not recall if any error messages were posted. In this instance the customer discontinued using the instrument pending service. Fluid leak can lead to dilution of reagent/sample, carry over/cross contamination from microtube to microtube, erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and replaced the syringe, probe and wash block. The fe performed handler adjustments. Replacement of the appropriate components and handler adjustments has returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).